Event description:
It was reported that during a coronary artery stenting procedure, stent damage was noticed. The 2.75x16mm liberte bare metal stent (bms) had been unpacked and placed on a piece of gauze. During visual inspection, when the device was picked up from the gauze, it appeared a stent strut was lifted. The device was reported to have had no pt contact. The procedure was completed with another of the same device.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8978966 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The stent damage can be attributed to the struts getting caught on the gauze prior to the procedure.